Manufacturer narrative:
An ocd field engineer arrived at the site and determined the probe was bent. A bent probe can lead to a loss of vacuum / pressure in the fluidics system which could results in probe drip. Replacement of the probe and the appropriate adjustments has returned the instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident.

Event description:
The customer reported a probe drip. No error codes were posted by the provue. No erroneous results were reported. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.